Event description:
"Leakage at the anastomosis at about 10cm from the anal area. The anastomotic area was completely open. Day of first surgery: 2008. No problem. Only after day 7, some problem occurred. Reintervention was done at approximately 10 days later. A final stoma is installed, because re-anastomosis was not possible anymore. The pt is doing very well at this moment."